Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found in the logs te118. In order to resolve the issue, the fse replaced the power management board (d670-00-1162) and the lithium ion batteries (d146-00-0097). The fse completed all functional and safety testing successfully. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit stopped in the middle of use. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit stopped in the middle of use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.